Event description:
In march 2000 pt noticed left hip pain and later the pain became generalized. They went to a doctor who diagnosed fibromyalgia. Pt noticed a difference in the sizes of the breasts and went to surgeon who also noticed that the right implant was smaller. The implants were removed and were found to have ruptured. Had scar tissue after removal.